Event description:
The patient reported that he received a box of infusion sets with 6 mm cannula length from a distributor company and an infusion set with a 10 mm cannula length was included in the box. The box was closed with 2 pieces of white adhesive tape and he believes the packaging was manipulated. No physiological effects were reported. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.